Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated negative results for all targets (sars-cov-2, influenza a, influenza b). The same sample was retested on a different platform (genmark) which yielded a positive result for influenza a. A new sample from the same patient was collected and tested on the genmark assay which yielded a negative result for influenza a. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the flu a target that is at/near the limit of detection (lod) of the assay which can waiver and/or differences in sample collection/handling/contamination and infection level. This is a run-specific issue and the reagent is performing as expected.